Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced issues with the stimulation not working correctly. The patient woke up in significant pain despite the device being set at 100% the previous day, and the stimulation was off. After turning the device back on, the patient continued to experience pain. The patient increased the stimulation to a higher level and felt a slight tingle in the left thigh. The patient was guided through connecting to the therapy application, confirming the therapy was active with the implant at 90% and the communicator at 85%. The patient was advised to consult their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt).they reported that they had error messages and they could not get the communicator to link to the stimulator battery.